Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the procedure the atrial lead exhibited high threshold and loss of capture. The lead was not used. A new lead was implanted successfully. The patient was stable.